Event description:
It was reported that the single use guidewire's tip had been broken. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correct b5. Update d8. Correct d11. Correct h6. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the complaint information, investigation of the cause of the event is difficult to perform since the origin of the foreign material discharged from the instrument channel during reprocessing was unable to be specified, and it is unknown whether the foreign material had been remaining since the latest procedure. The root cause of the subject event was unable to be specified. The event can be detected/prevented by following the instructions for use (IFU): instructions for tjf-q290v operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the instrument channel. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the guidewire used with the duodenovideoscope had a broken tip part that emerged while brushing during reprocessing. There were no reports of patient harm.